Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on approximately (B)(6) 2015, his daughter's transmitter had an unknown issue. No additional event or patient information is available.